Event description:
It was reported that following a position change/movement, that the patient experienced a shocking/jolting sensation. The patient experienced the event while driving and while at home. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).